Manufacturer narrative:
Discrepant results for a third patient ran on 03-aug-2021 are as follows. The initial result was 23 g/l. The repeated result was 30 g/l. The second repeated result was 29 g/l. The customer readjusted the sample probe. The investigation determined the customer¿s actions resolved the issue.

Manufacturer narrative:
The investigation is ongoing.

Event description:
The initial reporter received questionable albt2 tina-quant albumin gen.2 result for two patient samples with the cobas 8000 cobas c 502 module. Patient 1: the initial result was 25.1 g/l. The repeated result was 38 g/l. The second repeated result was 38.2 g/l. Patient 2: on (B)(6) 2021, the initial result was 23 g/l. The repeated result was 32.6 g/l. The second repeated result was 34 g/l. It is unknown if the questionable results were reported outside of the laboratory. The reagent lot number was 55046801 with an expiration date of 28-feb-2023.